Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent system was used during an esophagogastroduodenoscopy (egd) procedure with stent placement on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a tracheoesophageal fistula associated with a malignancy. During the procedure, the stent system was advanced through the endoscope into the esophagus. Due to the presence of a large endotracheal tube, positioning of the stent system was difficult. When the physician attempted to deploy the stent, the tip of the stent delivery system detached the stent system and the tip were removed from the patient. The procedure was completed with another wallflex fully covered esophageal stent system. The complainant noted that no visible damage was present to the device or the packaging prior to use. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The tip of the device had detached from the inner shaft and was not returned. A microscopic examination of the distal end of the inner shaft found traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process as required. The catheter was kinked at several locations along its length. In addition, the outer sheath was kinked, accordioned, and stretched at several locations along its length. During a functional analysis, it was possible to fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or the inner shaft. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets its design and manufacture specifications but, due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4) for the reported event of stent system tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent system was used during an esophagogastroduodenoscopy (egd) procedure with stent placement on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a tracheoesophageal fistula associated with a malignancy. During the procedure, the stent system was advanced through the endoscope into the esophagus. Due to the presence of a large endotracheal tube, positioning of the stent system was difficult. When the physician attempted to deploy the stent, the tip of the stent delivery system detached the stent system and the tip were removed from the patient. The procedure was completed with another wallflex fully covered esophageal stent system. The complainant noted that no visible damage was present to the device or the packaging prior to use. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.